Event description:
There were no allegations of patient/user harm or incorrect results. This report is being filed out of an abundance of caution. The customer called to inquire as to whether there have been reports of anyone splashing solution in their eye due to backsplash from the shaker body of their a1cnow kit. When contacted to calrify whether this had actually occurred, the contact was unable to confirm that anyone had actually had eye exposure to shaker solution. The customer was unable to provide any lot information or product identification.

Manufacturer narrative:
The customer reported follow-up with medical staff regarding potential exposure to mucous membranes. No report of patient harm. Risk of exposure is limited to irritaion of the site (particularly on prolonged contact). The event is being reported out of an abundance of caution due to the exposure area. The customer did not provide lot information.